Event description:
Account states the drain broke off in the pt making co to have to do an extra unnecessary surgery to remove the item. The pt is fine, however will have to pa for the extra surgery. Pictures are available and can be dent since product was discarded.